Manufacturer narrative:
Follow-up #1: date of submission 12/23/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 12/10/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.visual inspection of the pump found some cosmetic damages. On investigation the pump powered up with the appropriate vibration alert but no audio alert. Contacts in the audio tone circuit were found out of alignment when the pump casing was opened. The audio mechanism was fully functional after the contacts were realigned correctly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. Patient reported that the audio feature on the pump had not functioned for about a month. Patient confirmed that the vibration function works and patient is able to use the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.